Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information, the issues were solved by inspiratory flowmeter replacement. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error indicating an inspiratory flowmeter error is activated when the motor status message has reported failure in the i2c flowmeter bus for more than 1 second. The inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature of the inspiratory gas from the o2 gas module and turbine module. The flow measurements are used as input to control the gas module and the turbine, creating a feedback loop. Neither the device's logs were provided nor the defective part was returned for further analysis, despite request. The cause to the reported issues has been determined as related to inspiratory flowmeter.

Event description:
It was reported that the ventilator generated a technical error code indicating an inspiratory flowmeter error and the device failed flow transducer test during pre-use check. There was no patient harm. Manufacturer's ref. #: (B)(4).